Event description:
It was reported that when using the bd pyxis¿ medbank tower medication was not showing on patient profile. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication did not appear on the patient profile. The technical support specialist (tss) determined the issue occurred because the cabinet had a quantity of zero for that medication. As a result, it did not appear on the patient's profile. This was communicated to the customer, and the issue was resolved. The technical support specialist closed the case.